Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported being hospitalized for 3 weeks and the hospital lost the transmitter. The customer states having high blood glucose levels and a blood clot in the lung. The customer¿s blood glucose value at the time of admission was 500 mg/dl. The customer¿s significant events leading up to the hospitalization was kidney infection. The customer is still in the hospital. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.